Event description:
Using the cryo ablation machine, rn hooked up a 7cm probe and it did not function; called the rep and he said to open another probe. Rn did so and that probe worked correctly after following the exact same steps as the first.